Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while administering a bolus. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was informed that alarm would clear within two hours. Customer acknowledged and indicated insulin injections would be used for back-up therapy.